Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus/right side migrated into uterus') in a 35-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant on (B)(6) 2012 and delivery. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and sneezing ("sneezing issue"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy assisted with da vinci robot). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, depression, vaginal haemorrhage, menorrhagia and anxiety had not resolved, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the sneezing outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, sneezing and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012(date discrepancy noted) she received treatment for general abnormal bleeding, migration. Discrepancy noted in essure confirmation test - hsg results were provided as per previous version, while its mentioned that "she did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number: 958711 manufacture date: 2012-03 expiration date: 2015-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: content from social media received. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus/right side migrated into uterus') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant on (B)(6) 2012 and delivery. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy assisted with da vinci robot). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, depression, vaginal haemorrhage, menorrhagia and anxiety had not resolved and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (date discrepancy noted) she received treatment for general abnormal bleeding, migration. Discrepancy noted in essure confirmation test - hsg results were provided as per previous version, while its mentioned that "she did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received. Events per pfs: lot number received. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression anxiety and mental anguish (clubbed with psych injury and event pt was updated) , migration of essure device location of device: uterus (clubbed with migration and event pt was updated) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus/right side migrated into uterus/migration') in a 35-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant on (B)(6) 2012 and delivery. Concomitant products included medroxyprogesterone acetate (depo provera) since november 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), sneezing ("sneezing issue") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy assisted with da vinci robot). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain and abdominal pain had resolved, the depression, vaginal haemorrhage, menorrhagia and anxiety had not resolved and the sneezing and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, sneezing and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2012(date discrepancy noted) she had received treatment for general abnormal bleeding, psych injury migration. Discrepancy noted in essure confirmation test - hsg results were provided as per previous version, while its mentioned that "she did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event¿ post procedural complication¿ was added. Events¿ migration¿ outcome was updated to recovered/resolved. On 9-jan-2020: plaintiff information form received. No new clinical information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus/right side migrated into uterus') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant on (B)(6) 2012 and delivery. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and sneezing ("sneezing issue"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy assisted with da vinci robot). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, depression, vaginal haemorrhage, menorrhagia and anxiety had not resolved, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the sneezing outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, sneezing and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012(date discrepancy noted) she received treatment for general abnormal bleeding, migration. Discrepancy noted in essure confirmation test - hsg results were provided as per previous version, while its mentioned that "she did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number: 958711 manufacture date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event sneezing was added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus/right side migrated into uterus/migration') in a 35-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant on (B)(6) 2012 and delivery. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), sneezing ("sneezing issue"), post procedural complication ("post removal complications") and abdominal distension ("e-belly, abdominal blasting"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy assisted with da vinci robot). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain and abdominal pain had resolved, the depression, vaginal haemorrhage, menorrhagia and anxiety had not resolved and the sneezing, post procedural complication and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, sneezing and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2012(date discrepancy noted) she had received treatment for general abnormal bleeding, psych injury migration. Discrepancy noted in essure confirmation test - hsg results were provided as per previous version, while its mentioned that "she did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received event " e-belly, abdominal blasting" was added. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (date discrepancy noted) she received treatment for general abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events abdominal pain, general abnormal bleeding, migration added, psych injury were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus/right side migrated into uterus') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant on (B)(6) 2012 and delivery. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy assisted with da vinci robot). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, depression, vaginal haemorrhage, menorrhagia and anxiety had not resolved and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012(date discrepancy noted) she received treatment for general abnormal bleeding, migration. Discrepancy noted in essure confirmation test - hsg results were provided as per previous version, while its mentioned that "she did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number: 958711 manufacture date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.